Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Patient reported burning and stinging when lenses inserted. On next day after allowing lenses to soak again, patient rinsed the lenses with tap water and then with biotrue. The patient was able to wear the lenses the entire day; however, when she removed her lenses in the evening she reported eye pain and light sensitivity. An emergency room report indicated patient had slight conjunctival injection bilaterally and a corneal abrasion in the right eye. Medications were recommended and patient was instructed to see an ophthalmologist. The next doctor visit information was for an appointment 11 days later. The doctor reported bilateral, mild corneal edema and mild superficial punctate keratitis. Alternate medication was provided. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The rinsing of the lens with tap water and biotrue solution are confounding factors that may have contributed to the pain, light sensitivity, conjunctival injection and corneal abrasion reported. The patient did recover and there was no scar or permanent decrease in vision. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported burning and stinging when lenses inserted and removed lenses for remainder of day. On next day after allowing lenses to soak again, the consumer noticed the product in case turned yellowish. The consumer rinsed the lenses with tap water and then with biotrue. The patient was able to wear the lenses the entire day; however, when she removed her lenses in the evening she reported eye pain and light sensitivity. Consumer visited emergency room and medical documentation indicated patient had slight conjunctival injection bilaterally and a large area of fluorescein uptake on the right cornea. The diagnoses reported was chemical insult and corneal abrasion in right eye. No corneal ulcer noted. Medications recommended were hydrocodone-acetaminophen tablets, ketorolac tromethamine ophthalmic solution and trimethoprim-polymyxin b ophthalmic solution. Patient was advised to see an ophthalmologist the next day. Next medical visit was 11 days after corneal abrasion event. Doctor reported bilateral, mild corneal edema and mild superficial punctate keratitis. Pred forte was prescribed. The doctor reported the patient recovered and there was no scar or permanent decrease in vision. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.